Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The root cause of the material remaining in the device is unable to be determined. However, the cause of the event is likely due to deformation of the el-connector (electrical connector) pins resulting in leakage of the device. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in operation manual chapter 3 preparation and inspection fu states the preventative measures in reprocessing manual 5.4 manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device.

Event description:
The customer returned the device for an annual inspection. The device was returned to olympus and the device evaluation found foreign material in the air/water cylinder and in the air/water tube, and the light guide lens was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for an annual inspection. In addition to the reported in b5, the device evaluation found the following: the grip was shaved, the switch box had a scratch, the air/water cylinder had no color, the suction cylinder had no color, due to deformation of the electrical connector guide pin the water tightness was lost, the connecting tube had a buckling, the adhesive around objective lens had wear, there was corrosion around elevator arm, the universal cord had a scratch, and due to annual inspection - parts must be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.